Event description:
Information was received indicating that the smiths medical, cadd-ms 3, mdl 7400, pump was continuing to run without pausing the infusion when the stop function was initiated. It was reported the end user was infusing remodulin at a dose of 31 ng /kg/min, and infusion rate of 0.020 cc.hour. Per reported the end user was able to use a backup pump to continue the infusion. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Report source: (B)(6).